Manufacturer narrative:
(B)(4). Please note, the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.